Event description:
The pt was hospitalized for chest pain and elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor which rendered the pump inoperable. The pump history indicated that the pump was functioning properly and the pt's daily insulin dosages was consistent up to the date of the hospitalization.